Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 457 mg/dl which was treated with bolus. Customer¿s current blood glucose value was 384 mg/dl. The other reported blood glucose level were 309 mg/dl, 334 mg/dl, 332 mg/dl, 336 mg/dl. Customer stated that they had received multiple pump error alarm when the reservoir was empty. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.